Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension set leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The homechoice advanced to fill and nothing happened; the patient inspected the set-up and noticed a puddle of solution on the floor. The patient slipped on the puddle and fell. The patient reported there was a cut in the patient extension set that caused the leak; the homechoice did not display any alarms. The patient stated they did not use any sharp objects to open the supplies, and did not have any pets that could have compromised the set-up. The patient was not injured during their fall, they did not go to the emergency room or seek medical intervention. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection was performed and identified that the tubing was cut. Clear passage testing was performed with no issues. Leak testing revealed a leak from the cut tubing. The reported issue was verified. The cut tubing indicated an issue with the flow wrap pouching equipment. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.